Manufacturer narrative:
No button error alarm noted. The insulin pump had no button response due to corroded keypad traces. Used a test keypad, the insulin pump responded properly to button presses. And the time advanced. No frozen screen noted. Unable to perform the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test due to no button response. The insulin pump had a scratched display window.

Event description:
Customer called to report a hospitalization due to low blood glucose. The current blood glucose reading is 343 mg/dl. Customer treated with insulin pump. Customer states the insulin pump is freezing up and alarmed button error. Customer stated that he was in a coma for two weeks. The blood glucose reading during the event was below 20 mg/dl. Customer complained of low blood glucose and gastroparesis. The paramedics were called when he wouldn't wake up in the morning. Nothing further reported.